Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a product demo, the navigation system intermittently had issues powering on. There was no patient present when this issue was identified. Additional information was received clarifying the power issues stating the system powered on and worked fine for over an hour, and then froze with a warning in the lower left corner of the monitor stating, "below registration", and then powered off by itself. The system was turned back on and the same issue recurred within 30 minutes. It was noted that while the warning was showing, the system was not fully responsive.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.